Event description:
It was reported that a patient underwent a left total knee replacement procedure on (B)(6) 2012 and suture was used subcuticularly. The patient was seen three to four weeks post operatively and had swelling and itching more above and some below the knee. The patient was seen again eight weeks post operatively and the knee had less swelling but appeared dusky purple with papulous areas. The physician is considering giving the patient steroids until this suture is absorbed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07696. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2012-07673. Please see medwatch report # 2210968-2012-07673 for all information regarding this event.